Event description:
It was reported there was a shocking or jolting sensation in the patient's vagina. The patient was getting shocked when she entered and left the store at several department stores. The issue mainly occurred at stores that had 'large' security gates. The device was turned on when passing through the security gates. It was recommended to turn the device off when passing through the gates, however the reporter stated it was a pain to turn the device off each time. It was noted the patient had no other concerns with device besides the shocking when going through security gates.

Manufacturer narrative:
Product ID 3093-33 lot# v871804 implanted: (B)(6) 2012, product type lead, product ID 3037 serial# (B)(4), product type programmer, patient. (B)(6).